Event description:
Pt undergoing tonsillectomy. Md had esu pencil in hand with needle tip attached. No one was pressing any cautery buttons or standing on foot pedal and needle tip appeared to arc and a bright flash was seen.